Event description:
According to the available information the device was explanted and replaced due to patient preference. The patient felt that the implant was positioned too high inside the scrotum.